Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since 2007 the ground path impedance has increased from 1,13 kohm to 8,78 kohm. Due to the highly increased ground path impedance, it was assumed that the reference electrode was damaged, probably as a result of an external impact to the implanted side. According to the patient's mother, her son falls regularly on his head. The patient was re-implanted in 2008.